Manufacturer narrative:
Since the programmer was not returned for analysis and no additional data was provided, the reported behavior could neither be confirmed nor further investigated. The case is therefore closed as is. The complaint will be reopened should any new relevant information be provided in the future.

Event description:
Reportedly, the programmer could not program data correctly, so it was replaced.